Event description:
It was reported that the bd nano¿ 2nd gen pen needle clogged during the injection. The following information was provided by the initial reporter: "consumer reported found yesterday 1 pen needle that clogged during injection. Caller does not complete a flow check before injection."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 22-mar-2023 . H6: investigation summary customer returned one pen ndl 32g 4mm pro loose. It was reported by the consumer that pen needle clogs during injection. The needle was visually examined and observed broken npe. Clog test could not performed as the needle was broken. Pen needle was clogged during priming due to non-patient end was broken. As the samples return were open it is not possible to determine the root cause. No DHR review can be carried out as lot number is unknown. Based on the sample received, embecta was able to confirm the customer indicated issue. Root cause cannot be determined as the return samples were open.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle clogged during the injection. The following information was provided by the initial reporter: "consumer reported found yesterday 1 pen needle that clogged during injection. Caller does not complete a flow check before injection."